Manufacturer narrative:
G4:01feb2021. B4:02feb2021. There was no delay in the patient's therapy. The customer was provided with the part ID for the power switch overlay by the remote service engineer. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08feb2021. B4:11feb2021. D4: UDI#: (B)(4). The respiratory therapist confirmed the unit was not in clinical use at the time of the event. The issue was discovered during training when it was not on a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec 2020.

Event description:
The customer reported the unit gave an alarm light emitting diode (led) failure. The unit was in clinical use and there was no patient harm.